Event description:
A cre balloon dilatation catheter was used during an esophagogastroduodenoscopy procedure (pt age, gender, and weight unk) in 2008. According to the complainant, "during the procedure, the balloon would not deflate and the physician cut it with a wire cutter and removed it. The procedure was complete at this point and there were no pt complications and the pt is fine."

Manufacturer narrative:
The device has not been returned; therefore, a device eval is not available and the cause of the reported malfunction is undetermined. The device history record (DHR) for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed no add'l complaints recorded for this lot. The march 2008 15-month cre balloons - fixed wire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.